Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had ectopic pregnancy with contraceptive device, device migration and infections (seen as pelvic infection). All serious events due to medical importance and anticipated in essure reference safety information. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, around 18 months after insertion an ectopic pregnancy occurred and consumer also presented a device migration. Although migration of device had occurred, the device ineffective cannot be excluded since the mechanism of migration, the exact time point and neither the side of essure coil migration was not known. Given events' nature; causality with essure cannot be excluded. Regarding pelvic infection, while essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic infection after essure insertion. Considering essure localization in fallopian tubes, causality cannot be excluded. This case was regarded as incident, as serious injuries related to essure were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, that a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("device migration") and pelvic infection ("infections") in a 28-year-old female patient who had essure (batch no. 755522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergone essure confirmation test.". The patient's past medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2005, (B)(6) 2006 and (B)(6) 2007), missed abortion, postpartum depression, blighted ovum, d & c, motor vehicle accident and chlamydial infection. Non smoker; no tobacco use; non drinker/no alcohol use; no drug use. Previously administered products included for birth control: depo-provera. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included obesity, anesthesia, shoulder injury, urinary incontinence, frequency urinary, vaginal odor and common cold. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder prolapse ("infection (type: prolapsed bladder)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, 29 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, pelvic infection (seriousness criteria medically significant and intervention required) and urinary tract infection ("urinary tract infections / infection (describe: urinary tract infection)"). In (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain upper ("pain/stomach pain (3-4 times per day, severe) / side pain (3-4 times per day,severe)"), bladder pain ("bladder pain"), genital pain ("womanly pains"), dysuria ("pain with urination") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), paracetamol (acetaminophen) and nsaid's. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic infection and urinary tract infection outcome was unknown and the vaginal haemorrhage, menorrhagia, bladder prolapse, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain upper, vaginal discharge, fatigue, bladder pain, genital pain, depression, anxiety, dysuria and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, bladder disorder, bladder pain, bladder prolapse, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital pain, headache, menorrhagia, migraine, pelvic infection, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) 2012, physician recommended her to remove essure due to the continuous infections she was experiencing. Pfs- current weight: 248 lbs. She did not allege that essure caused birth defects. Mr- left - seven coils, right - 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. (B)(6) 2012: a migration of device was diagnosed. (B)(6) 2010 : radiological interpretation : examination: obstetric sonogram first trimester history: vaginal bleeding. Findings: transvaginal scanning demonstrates a central intrauterine gestational sac with a poorly defined trophoblastic response. Sac measurement suggests a pregnancy of 6 weeks. 6 days. Echogenic and hypoechoic debris within the sac. No yolk sac or fetal pole. No fetal heart tones. Ovaries are normal. No adnexal masses or free fluid within the cul-desac. Impression: abnormal intrauterine gestational sac suggesting a blighted ovum. No viable intrauterine nor extra uterine pregnancy. (B)(6) 2010 : surgical pathology report : tissue submitted: products of conception preoperative diagnosis: missed abortion. Gross description: received is a container of formalin, labeled ¿products of conception". Received in the container in a filter bag are multiple fragments of tan to red soft tissue and blood clot measuring 7.3 x 6.2 x 1.4 cm in aggregate dimensions. No grossly identifiable fetal element or grape-like structure is noted in the tissue. A representative sample is submitted in cassettes "a1" through "a3". Diagnosis: chorionic villi associated with endometrial decidua consistent with products of conception. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Concomitant drug was added. Events added: depression, mental anguish, pain with urination, abdominal pain. Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("device migration") and pelvic infection ("infections") in a 28-year-old female patient who had essure (batch no. 755522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2005, (B)(6) 2006 and (B)(6) 2007), missed abortion, postpartum depression, blighted ovum, d & c, motor vehicle accident and chlamydial infection. Non smoker; no tobacco use; non drinker/no alcohol use; no drug use. Previously administered products included for birth control: depo-provera. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included obesity, anesthesia, shoulder injury, urinary incontinence, frequency urinary, vaginal odor and common cold. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder prolapse ("infection (type: prolapsed bladder)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2012, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, pelvic infection (seriousness criteria medically significant and intervention required) and urinary tract infection ("urinary tract infections / infection (describe: urinary tract infection)"). In (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain upper ("pain/stomach pain (3-4 times per day, severe) / side pain (3-4 times per day,severe)"), bladder pain ("bladder pain") and genital pain ("womanly pains"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic infection and urinary tract infection outcome was unknown and the vaginal haemorrhage, menorrhagia, bladder prolapse, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain upper, vaginal discharge, fatigue, bladder pain and genital pain had not resolved. The reporter considered abdominal pain upper, bladder disorder, bladder pain, bladder prolapse, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital pain, headache, menorrhagia, migraine, pelvic infection, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) 2012, physician recommended her to remove essure due to the continuous infections she was experiencing. Pfs- current weight: 248 lbs. She did not allege that essure caused birth defects. Mr- left - seven coils, right - 3 coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. On (B)(6) 2012: a migration of device was diagnosed. On (B)(6) 2010 : radiological interpretation : examination: obstetric sonogram first trimester history: vaginal bleeding. Findings: transvaginal scanning demonstrates a central intrauterine gestational sac with a poorly defined trophoblastic response. Sac measurement suggests a pregnancy of 6 weeks. 6 days. Echogenic and hypoechoic debris within the sac. No yolk sac or fetal pole. No fetal heart tones. Ovaries are normal. No adnexal masses or free fluid within the cul-desac. Impression: abnormal intrauterine gestational sac suggesting a blighted ovum. No viable intrauterine nor extra uterine pregnancy. On (B)(6) 2010 : surgical pathology report : tissue submitted: products of conception preoperative diagnosis: missed abortion. Gross description: received is a container of formalin, labeled ¿products of conception". Received in the container in a filter bag are multiple fragments of tan to red soft tissue and blood clot measuring 7.3 x 6.2 x 1.4 cm in aggregate dimensions. No grossly identifiable fetal element or grape-like structure is noted in the tissue. A representative sample is submitted in cassettes "a1" through "a3". Diagnosis: chorionic villi associated with endometrial decidua consistent with products of conception. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('device migration') and pelvic infection ('infections') in a 28-year-old female patient who had essure (batch no. 755522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergone essure confirmation test.". The patient's medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2005, (B)(6) 2006 and (B)(6) 2007), missed abortion, postpartum depression, blighted ovum, d & c, motor vehicle accident, chlamydial infection, anemia, menometrorrhagia, rash, blood in urine, drug allergy, anxiety disorder, headache, blood pressure high, skin disorder, irregular periods, hypertensive, morbid obesity, weight loss, fatigue, sinus disorder, dyspnea, nocturia, urinary frequency, urinary urgency, arthralgia, incontinence, dysfunctional uterine bleeding and anemia. Non smoker; no tobacco use; non drinker/no alcohol use; no drug use (B)(6) 2012: a migration of device was diagnosed. (B)(6) 2010 : radiological interpretation : examination: obstetric sonogram first trimester history: vaginal bleeding. Findings: transvaginal scanning demonstrates a central intrauterine gestational sac with a poorly defined trophoblastic response. Sac measurement suggests a pregnancy of 6 weeks. 6 days. Echogenic and hypoechoic debris within the sac. No yolk sac or fetal pole. No fetal heart tones. Ovaries are normal. No adnexal masses or free fluid within the cul-desac. Impression: abnormal intrauterine gestational sac suggesting a blighted ovum. No viable intrauterine nor extra uterine pregnancy. (B)(6) 2010 : surgical pathology report : tissue submitted: products of conception preoperative diagnosis: missed abortion gross description: received is a container of formalin, labeled ¿products of conception". Received in the container in a filter bag are multiple fragments of tan to red soft tissue and blood clot measuring 7.3 x 6.2 x 1.4 cm in aggregate dimensions. No grossly identifiable fetal element or grape-like structure is noted in the tissue. A representative sample is submitted in cassettes "a1" through "a3". Diagnosis: chorionic villi associated with endometrial decidua consistent with products of conception. Previously administered products included for birth control: depo-provera; for an unreported indication: depo provera and cipro. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included obesity, anesthesia, shoulder injury, urinary incontinence, frequency urinary, vaginal odor and common cold. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), bladder prolapse ("infection (type: prolapsed bladder)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"), 29 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, pelvic infection (seriousness criterion medically significant) and urinary tract infection ("urinary tract infections / infection (describe: urinary tract infection)"). In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain upper ("pain/stomach pain (3-4 times per day, severe) / side pain (3-4 times per day,severe)"), bladder pain ("bladder pain"), genital pain ("womanly pains"), dysuria ("pain with urination") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic infection and urinary tract infection outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, bladder prolapse, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain upper, vaginal discharge, fatigue, bladder pain, genital pain, depression, anxiety, dysuria and abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain upper, anxiety, bladder disorder, bladder pain, bladder prolapse, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital pain, headache, heavy menstrual bleeding, migraine, pelvic infection, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) 2012, physician recommended her to remove essure due to the continuous infections she was experiencing. Pfs- current weight: 248 lbs. She did not allege that essure caused birth defects. Mr- left - seven coils, right - 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: medical record received: medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("device migration") and pelvic infection ("infections") in a 28-year-old female patient who had essure (batch no. 755522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 4 ((B)(6) 1999, (B)(6) 2005, (B)(6) 2006 and (B)(6) 2007), missed abortion, postpartum depression, blighted ovum, d & c, motor vehicle accident and chlamydial infection. Non smoker; no tobacco use; non drinker/no alcohol use; no drug use. Previously administered products included for birth control: depo-provera. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included obesity, anesthesia, shoulder injury, urinary incontinence, frequency urinary, vaginal odor and cold. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder prolapse ("infection (type: prolapsed bladder)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In december 2010, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2012, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, pelvic infection (seriousness criteria medically significant and intervention required) and urinary tract infection ("urinary tract infections / infection (describe: urinary tract infection)"). In (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain upper ("pain/stomach pain (3-4 times per day, severe) / side pain (3-4 times per day,severe)"), bladder pain ("bladder pain") and genital pain ("womanly pains"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic infection and urinary tract infection outcome was unknown and the vaginal haemorrhage, menorrhagia, bladder prolapse, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain upper, vaginal discharge, fatigue, bladder pain and genital pain had not resolved. The reporter considered abdominal pain upper, bladder disorder, bladder pain, bladder prolapse, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital pain, headache, menorrhagia, migraine, pelvic infection, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) 2012, physician recommended her to remove essure due to the continuous infections she was experiencing. Pfs- current weight: 248 lbs. She did not allege that essure caused birth defects. Mr- left - seven coils, right - 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. (B)(6) 2012: a migration of device was diagnosed. (B)(6) 2010 : radiological interpretation : examination: obstetric sonogram first trimester history: vaginal bleeding. Findings: transvaginal scanning demonstrates a central intrauterine gestational sac with a poorly defined trophoblastic response. Sac measurement suggests a pregnancy of 6 weeks. 6 days. Echogenic and hypoechoic debris within the sac. No yolk sac or fetal pole. No fetal heart tones. Ovaries are normal. No adnexal masses or free fluid within the cul-desac. Impression: abnormal intrauterine gestational sac suggesting a blighted ovum. No viable intrauterine nor extra uterine pregnancy. 15-sep-2010 : surgical pathology report : tissue submitted: products of conception preoperative diagnosis: missed abortion gross description: received is a container of formalin, labeled ¿products of conception". Received in the container in a filter bag are multiple fragments of tan to red soft tissue and blood clot measuring 7.3 x 6.2 x 1.4 cm in aggregate dimensions. No grossly identifiable fetal element or grape-like structure is noted in the tissue. A representative sample is submitted in cassettes "a1" through "a3". Diagnosis: chorionic villi associated with endometrial decidua consistent with products of conception. Most recent follow-up information incorporated above includes: on 26-feb-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (type: prolapsed bladder), apareunia (inability to have sexual intercourse), infection (describe: urinary tract infection), bladder problems or changes, urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain/stomach pain (3-4 times per day, severe), vaginal discharge, fatigue, womanly pains, she did not undergo essure confirmation test.", reporter, lot number, historical condition added from pfs. Historical and concomittant condition, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("device migration") and pelvic infection ("infections") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient started essure. The patient's last menstrual period was on an unknown date. In (B)(6) 2012, patient was diagnosed with device dislocation (seriousness criterion medically significant) with pelvic pain, pelvic infection (seriousness criteria medically significant and clinically significant/intervention required) and urinary tract infection ("urinary tract infections"). In (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic infection and urinary tract infection outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, device dislocation, pelvic infection and urinary tract infection to be related to essure. The reporter commented: in (B)(6) 2012, physician recommended her to remove essure due to the continuous infections she was experiencing. Diagnostic results: (B)(6) 2012: a migration of device was diagnosed. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had ectopic pregnancy with contraceptive device, device migration and infections(seen as pelvic infection). All serious events due to medical importance and anticipated in essure reference safety information. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, around 18 months after insertion an ectopic pregnancy occurred and consumer also presented a device migration. Although migration of device had occurred, the device ineffective cannot be excluded since the mechanism of migration, the exact time point and neither the side of essure coil migration was not known. Given events' nature; causality with essure cannot be excluded. Regarding pelvic infection, while essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic infection after essure insertion. Considering essure localization in fallopian tubes, causality cannot be excluded. This case was regarded as incident, as serious injuries related to essure were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.